Manufacturer narrative:
Reporter indicated the exact timeframe between testing was not provided, however, it was assumed the comparisons occurred 10 minutes apart. Reporter stated it was not certain if some of the comparisons were on different patients or if some were back to back testing. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Reporter alleged obtaining discrepant patient blood glucose results on the same inform system compared to the laboratory measurements of different neonate patients. Reporter stated laboratory comparisons to the system were as follows: system value of 73 mg/dl was compared to a lab result of 55 mg/dl for patient a. System result of 52 mg/dl versus a lab result of 39 mg/dl for patient b. System result of 71 versus a lab result of 49 mg/dl for patient c. System result of 52 mg/dl versus lab result of 37 mg/dl for patient d. Quality control testing information was provided, however, it was not stated as to whether controls were run nor were the outcome of the testing provided. It was not provided whether any actions were taken based on the results or as to whether any treatment was given to the patient.